Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01597. Plaintiff was implanted with a sparc sling on (B)(6) 2010 to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleges that, "after, and as a result of implantation," of the mesh, plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence or urinary incontinence, additional surgery, and/or other injuries." Along with "significant mental and physical pain and suffering." Also alleged, as a result of the implanted mesh, plaintiff has experienced "significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury, and other damages.